Manufacturer narrative:
The product was not returned. The account indicated the use of a qualified cartridge and handpiece. The viscoelastic indicated is not qualified for the lens/cartridge combination used. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the multifocal company, 26.5 diopter (add power +2.2/+3.2) lens was replaced with a non-company, 26.0 diopter lens, monofocal lens model. The product was not available for evaluation. Additional information was provided that the patient had pre-existing "narrow angles". Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens is bent in several areas due to the positioning in the plastic case for return. A power and resolution inspection was conducted with acceptable results. A power and resolution inspection was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. One other complaint has been reported. The other complaint is similar to the reported complaint. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that an intraocular lens was explanted and replaced with another lens, due to blurry visual acuity in the distance. There was no patient harm.